Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in section as the customer's weight was not provided.

Event description:
The customer reported he obtained blood glucose readings of 280 mg/dl at 10:20 a.m., 41 mg/dl at 10:28 a.m., and 146 mg/dl at 10:29 a.m. With the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 1fpeg07b using blood sample, which gave a satisfactory performance.